Event description:
On (B)(6) 2012, the pt reported experiencing an e7 (electronic) error, which she was able to clear by changing the battery, and a e4 (occlusion) error that she was unable to clear. She stated she has been receiving e4 errors on the infusion device since (B)(6) 2012 and her blood glucose has been elevated up to 332 mg/dl as a result. Her normal blood glucose range is 120-160 mg/dl. The insulin cartridge had been in use for 1.5 days. She stated she has reused cartridges. The adapter has never been changed and has been in use for 2 years. The infusion site had been in use for a few days and the infusion tubing had been in use for a few weeks. The pt was educated on properly changing accessories. She has not been changing supplies due to a change in insurance. She stated she would contact her physician and get insulin syringes to treat elevated blood glucose. Upon follow up on (B)(6) 2012, the pt's aunt stated the pt was in the hospital due to elevated blood glucose of up to 500 mg/dl. The pt was using insulin injections to treat elevated blood glucose per her dr's instructions. Aunt stated pt was not able to regulate blood glucose by using insulin injections. Upon follow up with the pt on (B)(6) 2012, the pt stated she received infusion supplies prior to hospitalization but was not able to use them due to e4 errors on (B)(6) 2012. While hospitalized she was treated with an insulin IV, insulin injections, and metformin. She was released from the hospital on (B)(6) 2012. She was instructed by her dr to continue use of insulin injections and oral medication until she meets with her endocrinologist. No product was requested to be returned for eval.